Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would stop during fill tubing and they had to restart the insulin pump to complete the process. The customer also reported that the up arrow and act button were intermittently working. The customer's blood glucose was 130 mg/dl at the time of incident. The insulin pump will not be returned for analysis.